Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08725 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 24-jan-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 24-jan-2025 of the daily total collection start time, the daily total lof basalin sulin delivered = (B)(6) (26.85 u) and daily total of bolus insulin delivered = (B)(6) (22.8 u) which is equal to the daily total of all insulin delivered = (B)(6) (49.65 u). All bolus/basal were delivered in auto mode/manual mode. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on the event date 24-jan-2025. In further review of the formatted history file 1 week prior to the event date of 24-jan-2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: (B)(6) 2025 08:09:00.000. Insert battery alarm was found on: (B)(6) 2025 09:01:30.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 8:59:59 pm. There was no power data available for the date of (B)(6) 2025. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.22 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Customer alleged for no delivery alarm/insulin flow blocked alarm and bolus delivery anomaly or possible under delivery anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump not delivering insulin when reservoir was low, boluses not delivering and insulin flow blocked. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1880, mmt-387a. Troubleshooting was not performed. Customer reported a past insulin flow blocked alarm. No harm requiring medical intervention was reported. No product return is required for mmt-332a. It was unknown whether the customer will continue to use the insulin pump or not. No product return is required for mmt-1880. No product return is required for mmt-387a.